Manufacturer narrative:
The service engineer (se) inspected the device. The se found the touchscreen was unresponsive and could not be calibrated. The se replaced the touchscreen and all test passed.

Event description:
It was reported that the ventilator touchscreen was freezing. It is unknown if the ventilator was being used on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 11feb2019, date rec¿d by MFR : 09feb2019. A touchscreen assembly was returned to philips for analysis. A visual inspection of the returned component was performed and found evidence of contaminations on the bottom right and left side corner of the touchscreen. The returned component was tested. An investigation was performed and the product analysis technician reported that the root cause was isolated to the resistance and resistance ration being out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.